Manufacturer narrative:
Batch review performed on 19 june 2018; lot 178748: (B)(4) items manufactured and released on 20 february 2018. Expiration date: 2023-02-06; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 6 weeks after primary. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.